Manufacturer narrative:
Other applicable components are: product ID 3888-45 lot# va0mcd5 (B)(4) implanted: (B)(6)2015 product type lead product ID 977a260 (B)(4) implanted: (B)(6) 2015 product type lead product ID 3778-45 (B)(4) implanted: (B)(6)2010 explanted: (B)(6)2015 product type lead the device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-09 reporting that the patient would have the lead revised or replaced and the ins would be replaced. The system was currently still implanted and the patient was using it but only minimally. No further complications were reported.

Manufacturer narrative:
Correction of supplemental 001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for postlaminectomy pain and spinal pain. It was reported that the therapy was not helping with the patient¿s pain. No contributing factors were reported. It was noted that reprogramming was done, but the issue remained unresolved. The patient is to have surgical intervention on (B)(6). No further complications were reported or anticipated.